Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer cubie pockets were not recognized, and it required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pockets were not recognized in the drawer 4.2 and required maintenance. A field service engineer (fse) assisted the customer with removing problematic cubie pockets. The customer confirmed that the devices were functioning properly after the removal, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.